Manufacturer narrative:
D10: 200-23-15 - cr tibial insert sz3, 15mm ((B)(6)); 200-01-03 - cemented cr femoral sz 3 ((B)(6)); 200-04-33 - cemented finned tib. Tra sz 3f/3t ((B)(6)); 200-05-26 - inset patella 26mm ((B)(6)). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01334. The revision reported was likely the result of prosthesis wear of the tibial insert, osteolysis, and tibial loosening. The wear may have been due to a combination of third body wear, positioning of the components, instability, and/or patient related conditions. The reported aseptic (non-infected) tibial loosening/osteolysis may have been due to an insufficient bond between the tibial tray and the bone. However, this cannot be confirmed. It is unclear if the reported loosening may have contributed to the wear or if the wear may have contributed to the reported loosening. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #1 of 2 for this event. It was reported a patient had an initial right total knee arthroplasty. Subsequently, the patient experienced aseptic (non-infected) loosening, pain, swelling, stiffness and prosthesis wear. As a result, approximately on an unknown date, the patient underwent a right knee revision procedure. It was reported the tibial insert component had significant wear and the tibial tray component was loose. It was reported the patient presents to be doing well post the right knee revision. The patient was revised to another manufacturer's construct. No additional information is available.